Event description:
The rptr stated that the set was cracked at the y connector resulting in aprox 20 cc of blood and chemotherapy backing up and leaking onto the floor. The rptr indicated that the set was discarded. There was no pt injury or treatment associated with this event.